Manufacturer narrative:
The pump was received with no button response due to a flattened esc and act button dome switch. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the batteries were removed for a short time to give the pump a rest but this did not resolve the issue. No further details given.